Event description:
It was reported that low impedance was observed on the patient's vns during replacement surgery due to battery depletion. The surgeon attributed the low impedance to the patient's additional device (dbs). Follow up revealed that pre-op diagnostics could not be performed as the previous vns generator's battery was fully depleted. Generator diagnostics was not performed using a test resistor, but with the lead itself. The dbs generator was located 10 cm away from the vns generator, per manufacturer labeling. No x-rays were performed. No adverse events were reported and the vns functioned normally when programmed on. No additional relevant information has been received to date.

Manufacturer narrative:
If explanted, give date, corrected data: follow-up report #2 inadvertently corrected follow-up report #1's explant date.

Event description:
It was later reported that the physician performed an x-ray and a replacement surgery was requested. The x-ray images were received by the manufacturer. It was indicated that the explanted product was requested, but not received by the company representative. The generator placement was determined in the left chest. Based on the scope of the image, the feedthrough wires were intact and the pin could be visualized passed the second connector pin per the scope and angle of the image. The lead was visualized in the chest and neck. There appeared to be a strain relief loop and bend. However, based on the quality and scope of the image, it cannot be confirmed a loop was present. There was only one tie down present. Based on the scope of the image, it could not be determined if the lead was routed behind the generator. Based on the quality of the image, it cannot be determined if the lead wires were intact at the connector pin. The lead was assessed for fractures and discontinuities and it was noted on a portion of lead body there was an anomaly. The anomaly appears to be a slight fracture on the lead, but this cannot be confirmed due to the quality of the image. However, an image of the explanted broken lead was also received.

Manufacturer narrative:
If explanted, give date, corrected data: follow-up report inadvertently listed "(B)(6) 2019" instead on "ni".